Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure it was observed that there was no charging possible with the battery charger device and the blue led was flashing. There was no patient involvement reported. It was reported that there was no delay due to the event. It was not reported if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the blue led lit up after switching on the device and the performing self-check. Therefore, the reported condition was duplicated and confirmed. It was determined that there were no signs or indications that the device was damaged by dropping. The assignable root cause could not detected and the device was sent to supplier for investigation. The supplier determined that the blue error was attributed to an electrical component damage. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.